Event description:
It was reported that "the tool does not properly grasp the clips and incorrectly fastens them on tissues (does not press the tissues)." Additional information received from the customer states "the device did not properly fasten the clips on the tissue, it did not press the tissues firmly, and the clips slipped off the tissues". A second clip applicator was used to complete the procedure. There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at the time of this report.

Manufacturer narrative:
(B)(4).